Manufacturer narrative:
The unit was received with a blank display due to corroded connector traces. The device was unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display anomaly. The following physical damage was noted: cracked casing on the back at the battery tube area, battery tube threads and keypad overlay at select button along with minor scratches on the lcd window, case, and keypad overlay. The unit was received with a fading serial number label.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with change battery immediately, and after changing the battery three times the insulin pump remained blank. The patient's blood glucose at the time of incident was 186 mg/dl. The customer had received a new battery cap but the display remained blank. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts and spring did not have any damage, corrosion, or missing components. However, the battery compartment was cracked. The insulin pump was returned for analysis and a replacement device was shipped to the customer.